Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a full spinal cord stimulator system explant procedure. All explanted device components were kept by the facility and will not be returned.

Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6)/(B)(6). Batch: 5105047/5106402.